Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the tavr procedure. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths and dilators such as severe obstructive calcification or severe tortuosity. Per the edwards training manuals, pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The minimum required vessel diameter for a 24fr sheath is 8.0mm. In this case, the patient's minimum luminal diameter (mld) was measured to be 6.8x9.8mm and the access vessel was noted to have mild calcification and tortuosity. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. In this case, the exact cause for the reported vascular event cannot be confirmed; however, it is possible that less than recommended mld (6.8mm) along with calcification and tortuosity not appreciable on imaging may have caused or contributed to the event. Since there is no allegation of device malfunction, or labeling issues, no further investigational activities will be performed. The ifus and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported via the edwards clinical specialist, during a transfemoral transcatheter aortic valve replacement (tavr) procedure, after removal of the retroflex3 (rf3) sheath an angiogram revealed a flow-limiting dissection of the right external iliac into the proximal common femoral artery. A follow-up angiogram revealed that the dissection had been tacked down and excellent flow was restored. A self expanding stent was deployed as a precaution. The patient was transferred to the ICU in a stable condition. According to the case summary, serial dilation was performed using the rf3 dilators (sizes 20fr, 25fr and 28fr). There was moderate resistance during insertion of the 28fr dilator and the 24fr rf3 sheath. The procedure proceeded uneventfully and the rf3 sheath was withdrawn without difficulty after successful valve deployment. The surgeon closed the arteriotomy but noted that there was no palpable pulse in the artery when the purse strings were released. An angiogram revealed a dissection at the level of the distal right external iliac into the proximal common femoral artery. A wire was passed antegrade through the dissection and a marker catheter was inserted. Further angiogram revealed that the dissection had been tacked down during the instrumentation and excellent flow was restored. A self-expanding stent was deployed as a precaution to repair the dissection. There were no defects noted on the dilators or the sheath and nothing unusual during device prep. The patient was transferred to the ICU in a stable condition.